Event description:
It was reported that the procedure was to dilate an instent stenosis, in an ostial vg to the circumflex, prior to performing brachytherapy. The balloon was inflated to 8 atm, at which time it was reported to watermelon out. The physician attempted to deflate the balloon, but the balloon would not deflate. The balloon partially deflated enough to pull it into an 8 french guiding catheter. The patient's sts were going up until the balloon was removed, at which time it resolved. No patient injury was reported from this procedure.